Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7070709/7070709.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted products will not be returned per hospital facility.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted products will not be returned per hospital facility.